Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported an anaphylactic episode and the invisalign product was being used at that time.

Event description:
The patient reported symptoms sores in the mouth, sore gums, swollen face, rash around the lips and an anaphylactic episode. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported being prescribed antibiotics and antihistamines to alleviate the reported symptoms. The treating doctor did not consider the event was serious or life threatening to the patient.